Manufacturer narrative:
The extended charge time was confirmed via reviewing of the device image. Bench testing was performed, and the device subassembly showed normal characteristics. The high voltage capacitors were analyzed and confirmed a failure of a capacitor. Extended charge time was caused by an anomalous hv capacitor.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up, upon interrogation, an alert for charging timed out on the device was noted. The device was explanted and replaced. The patient was stable with no adverse consequences.